Event description:
On 12/23/2021, it was reported by a arthrex employee via e-mail that a ar-1530bc bio-composite-tenodesis inserter broke. This occurred on (B)(6) 2021 during an unknow procedure after inserting the screw into the bone socket, the inserter was broke. No additional information provided, additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/23/2021, it was reported by a arthrex employee via e-mail that a ar-1530bc bio-composite-tenodesis inserter broke. This occurred on (B)(6) 2021 during an unknow procedure after inserting the screw into the bone socket, the inserter was broke. No additional information provided, additional information requested.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal tip had broken off, with the drive geometry no longer present. Additionally, it was identified that approximately 23.38mm of the shaft had fragmented. Device testing could not be performed due to the damaged of the device. The cause of this event is undetermined; however, a probable cause can be attributed to prying/leveraging the driver tip within the screw hex during insertion. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided.